Manufacturer narrative:
(B)(4). The low battery capacity was noticed during the routine capacity test that was performed according to the instructions for use. The battery was replaced and the device was successfully tested to manufacturer specifications. The defective battery was requested to be returned for further evaluation but not yet received. A supplemental report will be provided if additional information becomes available.

Event description:
During the routine battery capacity test of the device it was noticed that the battery discharged to quick and it failed the test. No patient was involved. In addition information was provided that the next preventive maintenance including the replacement of the battery pack was to be performed in (B)(6) 2016. (B)(4).

Manufacturer narrative:
The defective battery pack was sent to our life cycle. Engineering (lce). According to the lce investigation. Report# lce3091, following results are provided: the lce investigated the defective battery pack and found out that the battery does not reach its specified capacity because 3 of the 20 cells were defective. The root cause for the defects cannot be determined. The material cannot be repaired and is no longer suitable for use on the patient. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error.

Event description:
(B)(4).